Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2024. During the procedure, the cap that attaches to the end of the scope was detached. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the ligator housing was detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of ligator housing detached.